Event description:
It was reported that the patient with a pacemaker system stated that their remote communicator displayed a red call doctor icon. Subsequently, troubleshooting was performed, nonetheless it was unresolved. The patient was referred to contact their clinic regarding the red call doctor icon. Upon review, it was noted that the pacemaker triggered a lead safety switch (lss) de to high impedances out of range on this right ventricular (rv) lead. At this time, this rv lead remains in service and there were no adverse patient effects reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).